Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/21/2020. Additional h3 device evaluation summary: one needle-suture piece of product code sxpp1b416 was returned for analysis. During visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle could be observed and the end of the suture piece was cut by use. In addition, the other section of the suture was not returned for evaluation and due to the condition of the sample the functional test can¿t be performed. One open sample of product code sxpp1b416 was returned for analysis. During visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle could be observed and the end of the suture piece was cut by use. In addition, the other section of the suture was not returned for evaluation and due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and barbed suture was used. The suture was broken during use. Further details were not provided. There were no adverse consequences to the patient.